Event description:
It was reported that a patient with this neurostimulator was scheduled for a revision surgery. The physician reviewed the patient's original implant images, and the lead appears to be in the s2 position and very lateral. The physician offered a full system revision to attempt to capture relief for the patient. The patient has not had significant relief from their device since being implanted in 2023. The physician mentioned that this is their first option, and if doesn't work the final option of a super pubic catheter for the patient. The physician stated that urodynamics showed the patient's bladder muscle does not work as it should, and they are in retention. The patient had a full-device revision, and the patient is recovering well. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Supplemental record being submitted for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "urinary retention" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator was scheduled for a revision surgery. The physician reviewed the patient's original implant images, and the lead appears to be in the s2 position and very lateral. The physician offered a full system revision to attempt to capture relief for the patient. The patient has not had significant relief from their device since being implanted in 2023. The physician mentioned that this is their first option, and if doesn't work the final option of a super pubic catheter for the patient. The physician stated that urodynamics showed the patient's bladder muscle does not work as it should, and they are in retention. The patient had a full-device revision, and the patient is recovering well. There were no other issues or complications reported.